Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
Consumer reported a false negative result with the binaxnow¿ covid-19 antigen self test on (B)(6) 2021. Confirmation testing was performed (B)(6) 2021 at an outpatient medical center (platform and sample type unknown) which presented a positive result. Consumer stated that they were symptomatic two days prior to using the binaxnow¿ covid-19 antigen self test. No further information was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 167014 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 167014 and test base part number 195-430h / lot 156052. The lot met the required release specifications. (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance or the specific patient sample.